Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. This is a late report (1 day) due to human error. Follow up - 28jun2024 technical investigation concluded: no device history record has been obtained, as the serial numbers are not available. Clinical conclusion: it has been reported that sf3 receivers are breaking apart at the middle of the receiver box. It was reported to have happened around 4-5 times, it is uncertain exactly how many, over the past few months. There is no further information on each of the incidents, and no identifiers (serial numbers, patient details etc.). There is no reports of harm to any of the users. Clinical conclusion is that the detached receiver has not caused harm to the users/patients. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: limited information as to the exact nature and circumstances of the issue reported. The risk is generally known, considered in the risk analysis, communicated to the user and deemed to be acceptable. Trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts. Manufacturers investigation is final. This is a final report.

Event description:
Estimated date of incident (B)(6) 2024. It was reported on 30apr2024, that sf3 receivers are breaking apart in the middle of the receiver box. Initial reporter has seen it 4-5 times that they can think of, they are uncertain about the exact number. They also state that other audiologists at the clinic have seen similar issues. There are no unique identifiable differences between the cases, and it is uncertain how many times it has happened. No harm to the users has been reported. 28jun2024 despite attempts, it has not been possible to gather further information on the incidents.

Event description:
Estimated date of incident (B)(6) 2024 it was reported on 30apr2024, that sf3 receivers are breaking apart in the middle of the receiver box. Initial reported has seen it 4-5 times that they can think of, they are uncertain about the exact number. They also state that other audiologists at the clinic has seen similar issues. There are no unique identifiable differences between the cases, and it is uncertain how many times it has happened. Further information is being gathered. No harm to the users has been reported.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: manufacturer's investigation is ongoing. A final report will be submitted upon completion of the investigation this is an initial report. This is a late report (1 day) due to human error.